Event description:
It was reported that during a shoulder prosthesis surgery the driver attachment became bent / broke away and the blue tip at the front of the second device broke off. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery. Update, khe, 08-aug-2023 further information was received with the device. It was reported that the blue attachment is defective.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9165cdg batch number 052224 was received for investigation. Visual inspection identified that the blue baseplate adapter had broken off. It was noted that the laser marks were fading. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.